Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that noise on the right atrial lead that caused auto mode switches. Physician was able to reproduce noise with arm movement. No intervention was performed at the time. Patient remained stable throughout event.